Manufacturer narrative:
Device evaluation: no product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
It was reported the set wouldn't infuse. Checked tubing placement in cassette and tried again and infused but then started dripping once infusion had been stopped. Originally came to biomed shop with error of -not infusing- which was confirmed. Tested pump with a known good admin set without issues and pump was within mfg specs. Several pumps are in shop to be tested with the same reported failures. All, so far, have passed without any issues. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms#617147. Two samples were received for evaluation. Samples were received in decontaminated conditions and inside of a plastic bag without their original packaging. The samples were visually inspected under normal conditions of illumination to detect conditions that could cause functional issues. No discrepancies were detected. During functional testing, the sample was set for accuracy testing using a pump to look for unusual function according to the procedure. One of the two samples failed the test, thus confirming the failure mode. A corrective and preventative action was opened in which the root cause states that inadequate process controls for tube arch height and tube placement have allowed pump tubes to have a low tube arch and not be centered. Tight and misaligned pump tubes have resulted in reduced fluid delivery. Manufacturing method was improved to introduce range plates into production process for assembly pump tube and a new inspection step was implemented using new equipment in production process.